Manufacturer narrative:
This report is being sent as follow-up #1 to update section h3, and to provide the completed investigation results. One tr band 2 was returned for evaluation. The returned sample included the band assembly and inflator. The sample was subject to visual analysis. No damage or deformities were noted on the band or inflator. There is 1.5 ml of air left in the band. The sample was subject to leak testing. Approximately 18 ml of air was injected into the band and submerged in a water bath for approximately 30 seconds. Air bubbles were observed from the inflation tube to the balloon tab. The sample failed leak testing. The sample was placed under a microscope to get a look at the location of the leak. There is an incomplete weld around the inflation tube and balloon tab. The complaint can be confirmed for air leakage issues. The cause is an incomplete weld around the inflation tubing and balloon tab that causes a leak at the corner of the balloon tab. The operations quality engineer was notified, and non-conformances was initiated for this issue. Nc will contain root cause analysis and corrective actions. A corrective and preventative action (CAPA) was initiated for the increase in air leakage issues. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that the involved tr band was applied with 18cc of air. The air was removed until flash of blood. 2cc were then added to get hemostasis. Within 1-2 minutes the air deflated. They tried to put more air in, but it would not hold. The band was removed, and a new tr band was applied. There were no issues with patient condition, the patient was not affected. The procedure was not affected by the tr band. The case was a coronary angiogram. The blood loss was less than 250cc's. The event occurred post treatment. The patient was not injured, medical or surgical intervention was not required. Additional information was received on 01 jun 2023: there was 18 cc of air injected initially into the tr band when it was applied. The device was removed from packaging and placed without any abnormal manipulation. The product was stored in the angio room in the box prior to use. The patient was stable and uneffaced by the tr band. Another tr band was placed after the first one failed.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: rt manager. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.